Manufacturer narrative:
H2: additional information ¿b5, d4: lot number and expiration date, e1, e2, e3, h4¿.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder glenoid labrum repair procedure, the suture broke and was separated from the twinfix suture anchor. The procedure was completed using a smith and nephew back-up device. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was identified, however the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that storage specifications are documented and a material certificate is required with each lot. An analysis of the customer provided image found the suture was separated from the anchor of the twinfix suture anchor device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during a shoulder glenoid labrum repair procedure, the suture broke and was separated from the twinfix suture anchor. The procedure was completed without delay using a smith and nephew back-up device. No further complications were reported.